Event description:
The hammer pad broke off where it screws into the jig causing a 35 minute delay in surgery.

Manufacturer narrative:
Examination of the returned hammer pad tibia/humerus confirmed the tip broke off. A previous investigation found two changes were implemented on july 12, 2005. The first change was the addition of a radius in the corner of the groove behind the thread. Mechanical testing demonstrated a 178% increase in fatigue strength. The second change was to eliminate the cannulation, improving fatigue strength by 350%. No further action taken. The complaint sample was manufactured prior to the change. Based on the investigation, the need for corrective action is not indicated. Trends will be monitored to the new revision products. In addition, the hammer pad is four years old. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.